Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned so visual and functional inspection was not completed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the subject guidewire broken/fractured during use was unable to be confirmed and it cannot be confirmed that the subject device met specification, as the device was not returned. There are a number of potential causes for the subject guidewire to fracture during use, however as the subject device was not returned and a review of the available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
During an onyx embolization of the dural avf arteriovenous fistula, the subject guidewire fractured and resulted in serious/important medical event. No further information was available.

Event description:
During an onyx embolization of the dural avf arteriovenous fistula, the subject guidewire fractured and resulted in serious/important medical event. No further information was available.